Event description:
A patient reported blood glucose results of "129 mg/dl, 202 mg/dl, and 130 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips are being replaced.